Manufacturer narrative:
Returned device was received in fair physical condition and there was a cracked housing. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. Analysts were able to clear the code. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1310. There were no adverse events reported.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1310. No patient involvement.